Manufacturer narrative:
(B)(4). Batch # l92f9e. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? Unknown if no: was the device on a vessel/artery when it would not open? Unknown. Device closed and would not open on mesentery tissue. If yes, how was the device removed? (I.e. Cut off, forced opened) ¿ device was cut out with tissue still attached in jaws. Tissue will be present in jaws of device for return. If cut off, did this cause a change in the plan of care for the patient? Unknown. Did the removal cause any damage to the vessel/artery? Unknown. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No, another enseal device was opened.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the doctor took a bite of tissue and device wouldn't open/release. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l92f9e. The device was returned with the jaw stuck closed half way fired with small piece of tissue within the jaws. The device was connected to the generator and it was recognized. Due to the condition of the device not all functional testing could be performed with the generator. During the analysis, it was noted that the I-blade did not move once the device was fired, and it was found that the I-blade was damage at the articulation area. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.